Event description:
Boston scientific received information that this local representative contacted boston scientific's warranty department in (B)(6) 2009 to report that this patient had been scheduled for a replacement procedure due to "some kind of infection". The local representative inquired about a discount on the procedure. The warranty consultant discussed boston scientific's discount program. Boston scientific received information that this local representative informed technical services that this patient was scheduled for a revision procedure due to erosion. Subsequently, boston scientific received information that this chronic device was explanted in (B)(6) 2011 due to normal battery depletion. The device was replaced and the chronic lead system remains in-service.

Manufacturer narrative:
The device was received at boston scientific's return products department. The device is currently undergoing laboratory testing.